Event description:
An international distributor reported a pump's infusion ended sooner than expected. It was reported as, a pump "finished the infusion with 5 hours 30 in advance". No pt injury was reported. Add'l info was received on 03/14/2015. It was confirmed that the device was not kept for return and analysis. The pt's gender, age and weight were not provided. Add'l info was requested, however is not available at this time.

Manufacturer narrative:
Method: it was reported that the device will not be returned for analysis. In addition, the reporter provided the device info for the reported incident as, homepump 100ml, 2ml/hr with a catalog number of 103489400 and a lot number of 0201072613. The lot number reported in connection with the incident is 0201072613 and this lot number does not correspond to the reported model number. The lot number 0201072613 correspond to a model pump home pump 270ml, 5ml/hr and a catalog number 103488300. Clarification on the pump used in connection with the reported incident was requested, however, the info is not available at this time. Results: as no device was available for an eval, no device testing methods were performed and results cannot be obtained. Conclusions: the device was not returned to halyard for an eval, therefore we are unable to determine a cause for the reported event. Limited info was provided by the reporter, multiple attempts were made to obtain add'l info without success. If add'l info pertinent to this complaint is received, halyard will submit a f/u report. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for add'l investigations.